Event description:
(B)(4). It was reported that post a coronary drug-eluting stenting treatment procedure, the patient had angina pectoris. The 80% stenosed target lesion was located in the proximal left anterior descending (lad) artery. A 16x2.75mm taxus liberte stent delivery system (sds) was advanced to the target lesion. The taxus liberte stent was deployed at 12 atms and the residual stenosis was 0%. Three years and eight months later, the patient was admitted to the hospital with chest pain. They were discharged the next day without further intervention or medications.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4) : device not returned for analysis.